Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign germany.

Event description:
It was reported that the meshgraft may be damaged as it had a bad cutting result. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is in progress. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2. H6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the meshgraft may be damaged as it had a bad cutting result. The comb was not bent. There was no patient harm/injury. There was no medical intervention or sutures required. The graft was damaged because the skin was only partially meshed. An additional skin graft was not required to complete the surgery. There was a surgical delay of 20 minutes because additional incisions had to be made in the graft with the scalpel. The patient was under anesthesia during this time. Another device was not used to complete the surgery. Due diligence is complete, there is no additional information available.